Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx1837 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC line nurses was placing a PICC in a patient on monday (B)(6) 2019. The patient has a history of multiple central line placements. It was stated that when the PICC nurse was making an attempt on the right arm with the line when it ¿kinked¿ at some blockage. She pulled the line out and inspected the wire tip, when she touched the tip it fell off in her hand. It was said that it "appears to have broken off at the kink inside of the catheter". On (B)(4) 2019- additional information received stated a new device was placed.

Event description:
It was reported that the PICC line nurses was placing a PICC in a patient on monday (B)(6)2019. The patient has a history of multiple central line placements. It was stated that when the PICC nurse was making an attempt on the right arm with the line when it ¿kinked¿ at some blockage. She pulled the line out and inspected the wire tip, when she touched the tip it fell off in her hand. It was said that it "appears to have broken off at the kink inside of the catheter". 2/11/2019- additional information received stated a new device was placed.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a frayed stylet is confirmed but the exact cause remains unknown. One 5 fr dl powerpicc solo was returned for investigation. Use residue was observed. The catheter was returned in two segments. The main segment extended up to the 36 cm depth marker. The second segment extended from the 36 cm up to the untrimmed distal end of the catheter. A bend in the catheter was observed at the 31 and 32 cm marks. The tls stylet and t lock assembly was returned within the red hub lumen. A 54mm segment of the stylet was returned separate from the main length. The t lock assembly was removed and bends in the stylet were observed that corresponded with the bends in the catheter. A guidewire was also present within the purple hub lumen. Microscopic observation of stylet revealed multiple kinks and bends. The wall thickness was measured and found within specification. The damage observed is likely to have been caused due to advancement against resistance; however, the exact cause remains unknown. The warnings and precautions contained in the IFU state, ¿warning: ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury¿ and ¿caution: never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of recx1837 showed no other similar product complaint(s) from this lot number.